Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact pacific drug eluting pta balloon catheter to treat a lesion in a patient. During use, it was noted that the balloon was twisted and impossible to inflate. No patient complications reported for this event. Please note that this device (in.pact pacific) is distributed outside the united states; however, it is similar to the united states distributed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
The lesion exhibited 70% stenosis. The device was inspected prior to use with no issue noted, no negative prep or purging performed on the device prior to use. No resistance noted while advancing the device to the lesion. The inflation pressure was maintained for 30 seconds. Another balloon was used to treat the lesion as a result of issue experienced. No difficulty noted during deflation of the device. Evaluation summary: a visual and a tactile inspection were carried out on the device returned: dry blood and contrast agent was found in the circuit and a wrinkled point was detected on the balloon, at 75 mm from the tip. The inspection did not report any other abnormality on the device. The device was flushed and a 0.018" guide wire was successfully advanced from the tip to the hub of the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: - 1 bar: the balloon showed little wrinkles in correspondence of the observed wrinkled point, with a little change in profile. - 2 bar: the balloon showed no more wrinkles. A little change in profile was visible. - 7 bar: no wrinkles detected; no change in profile detected. No twist on the guide wire lumen was found. - 14 bar: no wrinkles detected; no change in profile detected. No twist on the guide wire lumen was found. (B)(4).